Manufacturer narrative:
The electrode lot number was 31241447 with an install before date of 06-sep-2024. The investigation is ongoing.

Event description:
There was an allegation of a questionable calcium (ca2+) result from the electrolyte analyzer w/o starterkit 9180. The initial result was 1.96 mmol/l. The repeat result from a gem analyzer was 1.17 mmol/l. This result was believed correct.

Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.